Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had reset the reservoir volume. The pump was alarming no disposable, clamp tubing. The pump had been stopped and restarted but the pump continued to alarm. The patient did not want to remove the cassette, so no additional troubleshooting was done. The pump had been turned off and clamped the tubing. Rate was 0.4 and given 16.4 ml. The event occurred while in use with patient, and no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.